Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via pictures, medical records, and radiographs that were reviewed by a health care professional. Visual examination of the provided pictures identified the femoral body fractured off the stem. Products were covered in bio debris. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a revision surgery 6 years post implantation as the patient reported feeling right leg pain playing golf. X-ray revealed a fracture around the junction of the zmr stem and zmr body. Patient had previous peri-prosthetic fracture due to a fall (stryker product insitu) which was replaced with a zmr construct. It was noted in an implant report failure to osteointegration, implant wear, and implant corrosion. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h6 proposed component code: mechanical (g04)- stem. Visual examination of the provided pictures within the citra report identified the fractured distal stem showing gross corrosion with larger corrosion pits. The proximal body also shows crevice corrosion on the surface and wear, with minimal traces of fibrous tissue to ongrowth surface. The stem was submitted for further analysis by australia through the citra lab. Analysis determined the stem fractured due to fatigue fracture with the initiation point on the lateral edge. Corrosion was identified around the fractured surface. Review of complaint history found no additional related issues for this item and the reported part and lot combination. The root cause of the reported issue is attributed to user error, as the surgeon placed the zmr in a femur without enough proximal support, which was noted in the citra report. While the corrosion contributed to the failure, the surgeon did not follow the zmr surgical technique, that the zmr xl should be considered in cases in which proximal support cannot be achieved. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. This complaint was confirmed based on the provided records, photos, and the citra report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Item# 00999301835/ femoral body - revision - nitrided - porous cementless 12/14 neck taper extended / lot # 62734829. Item # 00877503602 / bioloxâ® delta, ceramic femoral head,/lot # 2787769 . (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 - 03132.

Event description:
It was reported that patient underwent a revision surgery 6 years post implantation. Patient reported feeling right leg pain playing golf. X-ray revealed reveled a fracture around the junction of the zmr stem and zmr body. Patient had previous peri-prosthetic fracture due to a fall (stryker product insitu) which was replaced with a zmr construct. Attempts have been made and additional information on the reported event is unavailable at this time.